Event description:
The patient had an accident after which he was not able to hear with the right implant.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.